Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak from an unknown location after ending their pd treatment. The patient reported receiving a pump a vs. Pump b volume error alarm during fill 1 of treatment prior to the leak. Fluid was discovered in the pump module area but not discovered on the external of the cassette. The patient was advised to wait at least 24 hours before resetting up the cycler. Upon follow up, the patient confirmed the reported event and that the cassette door popped open after transitioning to a phase of treatment. The door was very hard to close and treatment was cancelled. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient let the cycler dry out and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A post accelerated stress test (ast) was performed on the cycler and passed. The cycler underwent and passed a system air leak test, valve actuation test, and teach pumps test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak from an unknown location after ending their pd treatment. The patient reported receiving a pump a vs. Pump b volume error alarm during fill 1 of treatment prior to the leak. Fluid was discovered in the pump module area but not discovered on the external of the cassette. The patient was advised to wait at least 24 hours before resetting up the cycler. Upon follow up, the patient confirmed the reported event and that the cassette door popped open after transitioning to a phase of treatment. The door was very hard to close and treatment was cancelled. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient let the cycler dry out and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.